Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the inner shaft inside the balloon section of the device was severely stretched and kinked. No tears were visible in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated with water to its rated burst pressure. However, although no leaks were present in the balloon material, a small droplet of water was leaking out from the tip section of the device. The balloon was dissected and a small hole was present in the stretched/kinked section of the inner shaft. The leak is consistent with the guidewire having been pushed through this stretched and kinked section of the inner which resulted in the catheter leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary angioplasty procedure, a balloon rupture occurred. The lesion was located in the "da". The 2.50x20mm apex balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "stable".

Event description:
It was reported that during a coronary angioplasty procedure, a balloon rupture occurred. The lesion was located in the "da". The 2.50x20mm apex balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "stable".